Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right vessel below the knee. After a non-bsc 6f 23cm introducer sheath, guide wire, and 6f guiding catheter crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was attempted; however, leakage was confirmed based on fluoroscopic image. The device was completely removed and was checked outside the patient. It was noted that the middle part of the balloon ruptured longitudinally on the first inflation at 4 atmospheres for 4 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.